Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager refrigerator door latch had become unglued and fallen off, resulting in nursing staff being unable to retrieve patient medication. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door latch had become detached due to adhesive failure. The field service engineer (fse) remounted the hasp, adjusted the housing, and cleaned the latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device identify